Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection, after the third firing, when attempting to remove the reload out of the thoracic cavity through a port, the removal failed. When checking with the camera, the jaws part of the reload was found to be broken. The cartridge was removed along with the trocar together and the issue was solved. After removal, the staple line was checked and no problem was found. Another reload, which was taken out for the next firing, was considered to be unable to be fired with the reported handle. The procedure was completed by using another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was fully applied. The tissue stop on the right side of the loading unit was peeled back towards the distal end. The loading unit was engaged on the instrument. Functional test was not performed, since as reported, the unit was fired with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.